Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. Based on the information gathered it appears most likely that during the patient's transfer from a bed to a wheelchair using minstrel lift and loop sling one of the sling's loop detached from the spreader bar of the lift contributing to the resident's fall. According to information gathered it appears most likely that the sling loop was "probably not well positioned". When reviewing similar reportable events, we have found a number of cases with similar fault description (loop "detachment"). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The minstrel lift and the sling loop were inspected and no malfunctions were found that could have caused or contributed to the event. No malfunctions were indicated regarding the minstrel lift but an on-site inspection found the sling with several unstitching and was not conform in the last visit conducted by arjohuntleigh representative. This we believe does not impact on the performance of the sling when using according to the IFU but this is an indication that the sling should have been withdrawn from use and replaced, and also indicates that the IFU was not being followed. It can be established that the sling and the lift, which work together as a system, were found to have not been up to specification, when the event took a place and were being used for patient handling, but it appears it contributed to the event due to a use error. A drill-down analysis was conducted into this event. From the sequence of events, it must be noted that the detachment occurred as the patient was suspended - was being transferred when the sling loop came off. Based on this reported information, the possibility that a sling was not attached at all when the patient was lifted is considered highly unlikely, as this would result in the patient sliding out immediately when the resident would be lifted. Also, the possibility that the sling was properly attached within the spreader bar hooks is considered highly unlikely. Loop slings include straps which all remain under tension during the transfer, so the possibility that the loop would be lifted upward and would come off the hooks while under tension is improbable. Therefore, it is considered that the loop was improperly attached when the patient was lifted, and suddenly detached later on during the transfer. This appears most likely to be in line with the event description. The minstrel passive lift instruction for use (IFU) mentions the following task to be performed when lifting a person in the sling: "always check whether the loops used to attach the sling are in position and under tension both before and during lifting. This is to prevent the loops from coming loose when the patient is being lifted." Following information received it appears most likely that sling loop was improperly attached when the patient was being lifted as the caregiver did not notice the inadequate attachment during transfer, which constitutes an user error. We find this event's root cause to be related to insufficient training. Please note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregivers was found to be insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and proper inspection of sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that during the patient's transfer from bed to wheelchair using minstrel lift and loop sling one of the sling loop (probably not well positioned) detached from the lift causing the fall of the patient. As a consequence of the event the patient sustained head injury (ischemic area on the head but this problem was already on patient's record). It was reported that the patient was hospitalized and steril strips were applied.